Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a lack of a no power alarm when both power sources were disconnected. Internal visual inspection revealed leaking from the nimh battery (bt1) which powers the no power alarm. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a faulty internal nimh battery (bt1). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a head perfusionist that the after the smr-upgrade controller failed in upgrade test procedure 2.10 (no "no power alarm"). The controller was exchanged and no effect on the patient.